Event description:
The pt had a history of coronary artery disease and coronary artery bypass grafting. The diagnostic case proceeded without incident. While the pt was still in recovery, he complained of foot numbness and tingling. His pedal pulses were diminished. An arterial duplex was performed and revealed an occlusion of the proximal to mid-right common femoral artery (cfa) due to a flap dissection disruption. The physician attempted to open up the right common femoral artery with balloon dilation, however, without success. A vascular surgeon was called to perform surgical repair. The vascular surgeon reported the finding of a recurrent flap dissection occluding flow down to the distal cfa. Surgical plaque disruption repair with hemashield and platinum patch was undertaken. The pt was discharged home 24 hours later. Several days later, the pt returned to the cardiac cath office due to concern with the site being tender and swollen. He was treated for a seroma with compression bandage; however, the seroma did not resolve and the pt is scheduled for surgical drainage. Pending f/u.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, review of images and surgical report received confirmed that a dissection occurred. The lot number was not reported. Ship history review was performed; however, the lot number could not be identified. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification or caused the dissection. The root cause for the dissection, based on available info, is unk as it cannot be definitively determined.